Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was reported that during a ptca treatment procedure, balloon deflation difficulty occured. The calcified, 90% stenosed lesion was located in the right coronary artery (rca) just short of the aortic valve bifurcation and posterior descending artery. The patient was treated with heparin and nitroglycerine. The guide wire crossed the lesino and the quantum maverick 8x3.75 mm balloon catheter was inserted. It was inflated at 12 atms for 45 seconds at the distal rca, inflated at 12 atms for 45 seconds at the mid rca, inflated at 12 atms for 45 seconds at proximal rca. Angiography was performed. The quantum maverick was again inflated at 12 atms for 45 seconds in the mid rca. Angiography was performed. A cypher stent was delivered, but unable to cross the lesion. The quantum maverick was inserted again. The balloon catheter was put into the balloon protector once and rewrapped. It was inflated at 12 atm and deflated immediately. Next, it was inflated to 12 atms, abut was unable to be deflated. The inflation device was changed. The balloon catheter was not deflated, but was ablt to be withdrawn with no resistance, because the balloon completed with another quantum maverick mr balloon. No patient injuries were reported and the current patient status is reported as good.